Event description:
It was reported that a malfunction code, malf 9, was displayed, which was resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, assisted by technical support, successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue happened again.